Manufacturer narrative:
The field service engineer found micro-bubbles in the water system. He flushed the water system and primed all air out of the e601 system. The customer ran all qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result for one patient sample from the cobas 6000 e 601 module. The first testing of the sample gave an analyzer alarm and no numeric result. The customer replaced the reagent pack and repeated the sample. The result was 41.20 ng/l and was reported outside of the laboratory. The tech then quickly realized this result was much lower than the same patient's result from a different sample two hours prior. The tech repeated the same sample on another cobas e601 analyzer and the result was 2323 ng/l. This result was believed to be correct. The reagent lot number was 49088100 with an expiration date of 30-apr-2022.